Manufacturer narrative:
Concomitant product: product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (20 mg/ml at 7.997 mg/day) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, the patient noticed withdrawal symptoms, weakness, nausea, vomiting, and increased pain. The patient went into the clinic on (B)(6) 2015 because she heard her pump alarming over the weekend. A motor stall was seen on initial interrogation of the pump. The patient had not recently had an MRI and per the reporter, the patient had not had any emi or magnetic interaction. The nurse practitioner was not sure if the pump would be replaced; it might just be explanted. On (B)(6) 2015, additional information was received from a company representative and it was reported that on (B)(6) 2015 they performed a ¿get log¿ interrogation which revealed the motor stall. The pump was switched from simple continuous to minimum rate on. The cause of the motor stall was unknown. The patient was given the appropriate dosage of oral meds in conjunction with the minimum rate drug delivery. On (B)(4) 2015, additional information was received from a company representative and it was reported that the pump logs were checked and the logs showed multiple stalls and recoveries occurring between (B)(6) 2015; the pump recovered a final time on (B)(4) 2015 was running at minimum rate. Per this report, follow-up was planned with the patient to determine if magnets were coming into the patient¿s environment. The actions/interventions and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.